Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure (ess205) (batch no. 12244330-invalid) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation with novasure and placement of essure.". The patient's medical history included bursitis infective on (B)(6) 2017, shoulder pain on (B)(6) 2016, abdominal discomfort on (B)(6) 2016, syncope on (B)(6) 2016, epigastric cramp on (B)(6) 2016, circulatory collapse on (B)(6) 2016, epigastric pain on (B)(6) 2016, myalgia on (B)(6) 2016, gastroesophageal reflux disease on (B)(6) 2016, syncope on (B)(6) 2016, epigastric pain on (B)(6) 2016, diarrhea on (B)(6) 2014, dizziness on (B)(6) 2014, headache on (B)(6) 2014, chest pain on (B)(6) 2010, hemorrhoids on (B)(6) 2010, nausea on (B)(6) 2010, gi bleed on (B)(6) 2010, heart murmur on (B)(6) 2010, menometrorrhagia on (B)(6) 2004, multigravida, parity 3, delivery in 1999, miscarriage, placenta previa, incompetent cervix, premature birth, cesarean section, adenomyosis, familial hypercholesterolemia, migraine, rash, bladder mass, bicornuate uterus, ovarian cyst and grand multiparity. Concurrent conditions included obesity and latex allergy. Family history included heart disease, unspecified (father), hypertension (father, paternal grandmother and mother), gallbladder disease (father), hyperlipidemia (father and mother), diabetes (father, paternal grandmother brothers and mother), copd (father), stroke (paternal grandmother and maternal grandfather), heart failure (maternal grandmother), cardiac valve disease (maternal grandmother), mitral valve disease (maternal grandmother) and hypothyroidism (sisters). Concomitant products included ibuprofen for headache as well as alprazolam (xanax), calcium carbonate (tums), dexlansoprazole (dexilant), drugs for acid related disorders, famotidine, levocetirizine dihydrochloride (xyzal), metoclopramide (reglan), nabumetone, naproxen, proton pump inhibitors, rabeprazole sodium (aciphex), sertraline hydrochloride (zoloft), sucralfate (carafate) and tunis. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), abdominal pain lower ("chronic right lower quadrant pain/right lower quadrant pain (intermittent for more than 10 years and severe)"), vaginal haemorrhage ("abnormal bleeding vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced investigation noncompliance ("she did not undergo an essure confirmation test") and menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy;) and endometrial ablation with novasure, dilatation and curettage. Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, investigation noncompliance and menometrorrhagia outcome was unknown. The reporter provided no causality assessment for investigation noncompliance with essure (ess205). The reporter considered abdominal pain lower, dysmenorrhoea, menometrorrhagia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: approximately three coils were noted outside the tubal ostia bilaterally. On or about (B)(6) 2016, physician recommended removal of the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. 12244330-invalid concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-jan-2021: medical record received event "menometrorrhagia with treatment notes endometrial ablation with novasure and placement of essure." Was added. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.